Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the femoral artery. The eccentric target lesion being treated was located in the moderately calcified and non tortuous left anterior descending (lad) artery. The lesion was pre-dilated with 2.5x9mm and 2.25x12mm non bsc balloons. A 12x2.25mm pormus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. Upon withdrawal of the device it was noticed that there was a shaft break near the proximal end. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found a break in the hypotube. The break site had a jagged edge. There were kinks identified along the entire length of the hypotube with a large number near the break site. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There was a slight swelling observed in the lumen. This was microscopically examined and no damage was noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the femoral artery. The eccentric target lesion being treated was located in the moderately calcified and non tortuous left anterior descending (lad) artery. The lesion was pre-dilated with 2.5x9mm and 2.25x12mm non bsc balloons. A 12x2.25mm pormus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. Upon withdrawal of the device it was noticed that there was a shaft break near the proximal end. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.